Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. An immediate and preliminary response was sent to the customer on 18/08/2023: regarding your case (B)(4) on symphony dr 2550 s/n (B)(6), please see our comments and recommendations below: as mentioned in the manual electrical devices like electrocautery and diathermy, to which a pvi procedure can be counted, should not be used with symphony pacemaker (see picture in attachment) based on available data, it can be suspected that the electrical energy that was induced during the pvi procedure impaired the pacemaker function. The integrity of the pacemaker function cannot be guaranteed. To ensure patient¿s safety, a device replacement should be considered. Since the observed issue can be determined to be an inherent/known risk of such devices, it is not required to return the device for analysis.

Event description:
Reportedly, the patient underwent a pulmonary vein isolation procedure (pvi). After the procedure the pacemaker could not be interrogated anymore. ECG shows intrinsic rhythm. Magnet application results in a magnet rate of 86. At last follow-up in (B)(6) 2023 good residual longevity was observed (not known exactly). The interrogation was attempted with different programmers. . Patient reports a feeling "as if current was flowing" when the CPR is applied. It is perceived as uncomfortable. The subjected device was explanted.

Event description:
Reportedly, the patient underwent a pulmonary vein isolation procedure (pvi). After the procedure the pacemaker could not be interrogated anymore. ECG shows intrinsic rhythm. Magnet application results in a magnet rate of 86. At last follow-up in (B)(6) 2023 good residual longevity was observed (not known exactly). The interrogation was attempted with different programmers. . Patient reports a feeling "as if current was flowing" when the CPR is applied. It is perceived as uncomfortable. The subjected device was explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Exact explantation date unknown upon reception, the returned pacemaker was interrogated and the reported issue was confirmed. Electrical tests at reception revealed that the device did neither communicate nor pace anymore. Further investigation revealed that all zener protection diodes were out of order which is most likely linked to the electrical stress caused by the pvi. It can be suspected that the electrical energy that was applied to the pacemaker during the pvi intervention led to damage of the protective diodes and hybrid, which resulted in the reported behavior. It should be noted that the manual clearly mentions that electrical devices like electrocautery and diathermy, to which a pvi procedure can be counted, should not be used with symphony pacemaker.